Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a power loss alarm. The blood glucose level of the customer was 163 mg/dl. The insulin pump will be returned for the analysis

Manufacturer narrative:
Unit passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected powerless alarm noted during testing.